Event description:
It was reported that a series of pts were treated for lumbar acquired spinal stenosis and degenerative disc disease leading to instrumented 1 and 2 level fusion. These pts were arthrodesed with rhbmp-2 and freeze-dried corticancellous allograft and limited amounts of local autogenous bone graft. Graft bed preparation, decompression, and segmental rigid spinal fixation were performed. Autogenous bone from the laminectomy was admixed and used with freeze-dried allograft in a layered application with 12 mg of rhbmp-2 (1.5 mg/ml), dividing the 3 x 4 inch sponge in half for each side. Results, outcomes and complications were reported to be consistent with this type of surgery. It was reported that one pt appeared to have a nonunion by plain film, flexion and extension views, and CT scanning. No other info was given.

Manufacturer narrative:
Literature citation: jeffery l stambough, et al. Instrumented one and two level posterolateral fusions with recombinant human bone morphogenetic protein-2 and allograft. Spine. 2009; 35:124-129. A review of the device history records is not possible without add'l device info. Neither the device nor (test results or imaging films) were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4): pseudarthrosis.